Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for analysis. No visual anomalies were noted in this visual inspection. The generator was connected to an external power source and powered on and the motor and sensory stim were not responding. The stimulation board was replaced which resolved the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functioning stimulation board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the motor and sensory stim was not responding and the case was cancelled. No voltage was shown when the stim knob was used a the case was cancelled with no consequences to the patient.